Event description:
It was reported that the doctor found out the dilator was broken during the procedure. The patient was fine, and a new set was used to complete the procedure.

Manufacturer narrative:
(B)(4), the customer returned one opened psi kit containing a sheath/dilator assembly for evaluation. Signs of use were observed on the sheath and dilator. The dilator hub was not returned. Visual inspection of the dilator revealed the hub had fully separated from the dilator body. The separation point on the dilator body were rough and discolored. No other defects or anomalies were observed. Visual inspection of the separated dilator hub could not be performed as it was not returned. A device history record review was performed, and no relevant findings were identified. The customer report of a separated dilator hub was confirmed through complaint investigation of the returned sample. The dilator hub was completely separated from the dilator body. The separated hub was not returned. The material at the point of separation showed white discoloration consistent to that of a stress related break. Based on these circumstances, and without the complete sample returned for analysis, the probable root cause could not be confirmed. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that the doctor found out the dilator was broken during the procedure. The patient was fine, and a new set was used to complete the procedure.

Manufacturer narrative:
(B)(4).